Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported anchor broke during insertion.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: anchor broke. Probable root cause: design. Inserter/implant not compatible with guide. Inserter material/design too weak. Inserter shaft cannot bend around curved guide. Guide mouth not designed to grip bone. Guide not able to be gripped tightly. Clearance between anchor coupling and inserter ID too large (leads to anchor decoupling from the inserter). Inserter tube wall thickness too thin process. Inserter, implant, and/or guide manufactured out of spec anchor not assembled properly to inserter application excessive force impacting inserter movement of guide out of orientation guide buried into bone. The device manufacture date is not known.

Event description:
It was reported anchor broke during insertion.